Event description:
After a portico procedure, the ultimum hemostasis introducer was removed but the hemostasis valve detached from the shaft, which caused a massive hemorrhage. While the shaft was still inside the left iliac artery, manual compression was applied to the groin to maintain femoral hemostasis, but the compression deformed the shaft of the introducer. The deformed shaft then caused an iliac lesion, which was treated with a four covered stent. The left iliac artery was still pervious multiple days after the procedure.

Manufacturer narrative:
Product evaluation: the reported event of hemostasis hub detachment and sheath tubing damage was confirmed. Visual inspection revealed that the hemostasis hub had been detached and separated from the sheath tubing; the proximal end of the sheath tubing had been gouged, scratched and creased; the distal end of the sheath tubing had been flattened and folded and the distal tip had been split. Additional investigation revealed the header wash was formed properly and a portion of sheath tubing was still adhered to the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the detached hemostasis hub remains unknown. The cause of the sheath tubing damage is consistent with damage during use. The ultimum introducer sheath instruction for use (IFU) states to follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. Always advance dilator/sheath assembly over appropriate sized guidewire to the appropriate anatomical site. The ultimum introducer sheath instruction for use (IFU) states to not attempt advancement without guidewire, severe vascular damage and / or injury may occur. The ultimum introducer sheath instruction for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel